Manufacturer narrative:
This report is submitted 03 december 2019. - attachment: [156573 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on 06 november 2019.

Event description:
Per the clinic, the patient experienced poor performance and no auditory perception with device use. Subsequently the device was explanted on (B)(6) 2019.